Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited cable damage with internal parts visible during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cable has been cut, water leakage, corrosion developed around the coupler shaft, the head cover front unit is dirty in appearance. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause traced due to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.